Event description:
It was reported that pump battery appeared to deplete too quickly, but no specific date or timeframe for the issue was provided. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, and as a result technical support was unable to confirm battery depletion concern and no additional corrective actions were documented.